Event description:
It was reported that the pt experienced loss of therapeutic effect, specifically, noted spasms while in the supine position. The hcp prescribed oral baclofen and pain medication. The pump contained lioresal at a dose of 240 mcg/day - concentration unk. Rotor and dye studies wre performed and were noted to be "normal". Per the facility medwatch, the pump was replaced due to "malfunction"; per the MFR's rep, the hcp did not allege any problem with the pump and that the pump was explanted due to the implant duration of the device. It was also reported that the pt had increasing episodes of hyperreflexia and autonomic dysreflexia.